Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (charger fault) has been confirmed. As received, the charger was unable to charge a battery. Upon eval, the power unit cord was damaged at the connector. The cause of the inability to charge a battery is the damaged power unit cord connector. The root cause of the damaged connector cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged power unit connector. The patient received a replacement battery charger.

Event description:
A patient service rep (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the battery charger was displaying a fault. The patient received a replacement charger/modem.